Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that (B)(6) 2002: the patient was presented with following pre diagnoses: fever of unknown origin, possible chronic urinary tract infection; headache, nausea and weight loss with low t4, normal tsh; mitral valve prolapse; osteoporosis; status post multiple laminectomies. On (B)(6) 2002: the patient was presented with following discharge diagnoses: recurrent fevers; e-coli urinary tract infection; headache, nausea and weight loss; t4 was low at 4.5 times two with normal tsh and normal times one; mitral valve prolapse by history; osteoporosis; status post multiple laminectomies; anergic with negative ppd and mumps; negative CT scan of the abdomen and pelvis; colonoscopy with evidence of pandiverticular disease of the colon and minimal hemorrhoids; bone scan showing activity only at the site of her recent operative procedure; focal 7 to 8 mm right posterior parietal, occipital, parasagittal parenchymal low attenuating focus without mass effect, edema or enhancement on CT scan of the head; pelvic ultrasound revealing fluid in the endometrial canal; biopsy of the endometrium, pending; indium scan, negative; essentially unremarkable echocardiogram. On (B)(6) 2002: patient presented with left lower extremity pain and swelling. Impression: no evidence of left lower extremity deep venous thombus. On (B)(6) 2003, : the patient presented with low back and leg pain. On (B)(6) 2003: the patient went for an office visit due to low back and leg pain. On (B)(6) 2005: the patient went for an office visit. On (B)(6) 2005: patient presented for an office visit. Impression: coccydynia or pain over the coccygeal area is a painful syndrome affecting the coccyx region. The coccyx is composed of one to four bones joined together at the distal portion of the sacrum by means of the sacrococcygeal joint, the later constituting a synarthrosis. On (B)(6) 2005: the patient underwent CT scan of lumbar spine. Impression: postoperative changes. There is degenerative disc disease at l2-3 and l3-4. There also appears to be a left lateral disc herniation at l3-4. On (B)(6) 2005: the patient underwent MRI of left hip. Impression: no abnormal mr findings of left hip joints and the visualized bony structures. (B)(6) 2005, (B)(6) 2006: patient presented for an office visit. Patient presented with pain in back, pelvis, thigh, left leg ankle, and groin. On (B)(6) 2005: patient presented with postlaminectomy pains and radicular leg pain. Patient underwent lumbar transforaminal selective nerve root block, left l3-4, under c-arm guidance. On (B)(6) 2005: patient presented for follow up. Impression: post anterior/posterior fusion with bilateral radiculopathy. On (B)(6) 2006: patient was presented with pre-op diagnosis: l3-4 central disk herniation with severe spinal stenosis; adjacent segment degeneration at l3-4; previous lumbar fusion l4 to the sacrum. Procedure: lumbar laminectomy at l3 with bilateral facetectomy and foramlnotomy; bilateral complete diskectomy of l3-4; posterior lumbar interbody fuston at l3-4 with peek cages (22 x 8); posterior hardware removal l4 to the sacrum; posterior hardware reinsertion ia to the sacrum; insertion of new hardware at l3-4; implantation of rh-bmp2/acs; allograft bone grafting and local bone grafting; epidural catheter; ssep and emg monitoring. Per op: at l3, new screws were placed, and the power bur was used to create a pilot hole. Followed by placement of a gearshift probe. The walls of the pedicle were palpated and then tapping performed with a 5.5 tap and then placement of a 6.5 screw. At l3. A 6.5 x 45 was placed in the left and 50 on the right. At l4, a 6.5 x 50 was placed on the left and a 45 on the right. Then 6.5 x 45 were placed at l5 bilaterally and 6.5 x 40 at s 1 bilaterally. Once the disks were exposed, they were incised with a 15 blade. And then the 8-mm shaver was inserted and the disk height improved dramatically. The disk height was maintained through some distraction and maintenance with the rods. The disk was completely excised, and kerrisons were used to square off the endplates and allow for better visualization. The 22 x 8-mm interbody cage was packed with a mixture of local bone and rh-bmp2/acs soaked collagen sponges. The cages were nicely placed and recessed. Cages were placed in the right and left side without difficulty. On (B)(6) 2006, (B)(6) 2007: the patient went for an office visit due to post laminectomy pain syndrome, left hip degenerative joint disease, left groin pain, low back pain, right first and second metatarsal foot pain. On (B)(6) 2007: patient underwent two views of the left hip. Impression: no significant interval change. Minimal osteoarthritis. No evidence of acute fracture or dislocation. On 02/06/ 2007: patient underwent two views of the right hip. Impression: mild right hip osteoarthritis.